Event description:
It was reported that during set-up, the tech was unable to slide the drill assembly fully through the handpiece, it seemed as though the blue tip of the handpiece was dented or damaged, preventing the long attachment from passing through. The handpiece was replaced to start the case. There was no effect on the case or the outcome and only added a couple of extra minutes to the set up.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established. Functional investigation found that the handpiece had a bent drill guide support which added friction to the process of inserting the drill with long attachment. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support. The material has been changed to stainless steel to increase durability and reduce deformation in the field.